Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. Upon conclusion of the investigation, the cause of the iipv event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:25:59. During night drain cycle 11, the patient's ultrafiltration reading was 301ml, indicating the patient drained 301ml more than their maximum programmed fill volume of 350ml. No additional information is available.